Manufacturer narrative:
Date of event was approximated to (B)(6) 2022, the date bsc was made aware of the event, as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage single handle kit device was used during a procedure. When placing the mesh, the "plastic envelope protecting it was cut" (sleeve detached) causing the placement unsuccessful. Subsequently, the procedure had to be cancelled.